Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4) was performed by a zoll service technician. The primary reported complaint of the console did not recognize the air trap was not confirmed during functional testing. No malfunction was observed on the air trap sensor and the air trap sensor performed as intended. The secondary reported complaint of the console displayed tcmid:05 (coolant diff failure) error message was confirmed during event logs review but not confirmed during the initial functional test. The root cause was due to a defective lm34 temperature probe due to normal wear and tear of the console. The thermogard xp ivtm system is a reusable device and was manufactured on 19 december 2010. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. During functional testing, no issues were observed. The event log review revealed high difference between internal coolant bath temperature sensors. Lm 34 temperature probe needs to be replaced to address the issue. After replacing the lm34 temperature probe, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4) did not recognize the air trap during the self-test. In addition, the console displayed tcmid:05 (coolant diff failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.